Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was exposed due to damaged insulation, but the cable was not broken in half and remained connected. The issue was identified on (B)(6) 2025 and not during procedure. There were no signs of thermal damage at the site of insulation damage and no photographic images or video recordings of the device or procedure were available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.